Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6).the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported black spots and heavy image noise during inspection for use, involving an olympus rigid video laparoscope. There were no reports of patient involvement.